Event description:
The customer contacted physio-control to report that their device display went blank after delivering a shock during a patient event. The customer advised that after the shock was delivered the display went blank and they were unable to deliver a second shock as the device was unresponsive. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was unable to provide any further information on the event or the patient.

Manufacturer narrative:
The device was returned for evaluation therefore, section d10 has been updated accordingly with the new information. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device display went blank after delivering a shock during a patient event. The customer advised that after the shock was delivered the display went blank and they were unable to deliver a second shock as the device was unresponsive. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was unable to provide any further information on the event or the patient.